Manufacturer narrative:
The insulin pump was received with no button response due to corroded keypad traces. There was no button error alarm and no ramping number anomaly. The insulin pump was received with minor scratches on the display window, cracked battery tube threads, cracked reservoir tube lip and broken belt clip slot. (B)(4).

Event description:
Customer's father reported via phone call compromised force sensor system error alarm and motor error alarm. Customer's blood glucose level was 3.2 mmol/l. Troubleshooting for motor error alarm was performed. Customer advised the drive support cap was sticking out. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.